Event description:
It was reported that an 11mm gemini basket device was used during a ureteroscopy (urs) procedure. During the procedure, it was noticed that one of the basket wires broke and disconnected. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break.